Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell, system error message. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a01006, a1801, a040502, a13, annex b: b01, annex c: c02, c0503, c11, annex d: d02, d08, d15, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device that had a burning smell was confirmed during laboratory testing, however, the reported system error message was not observed or replicated during log review and laboratory testing. The laboratory testing results confirm the presence of contamination and thermal damage from pin 12 through pin 14 on the male (right) iui. When the pump module was attached ¿as received¿ to a dchu pcu, there were signs of burning smell coming from the unit. Resistance was measured between adjacent pins of the iui connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector, except for pins 13 and 14 of the pump module¿s right iui, which measured approximately 159 ohms, indicating a short circuit was present. The right iui connector was temporarily replaced with a known good iui connector for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at a rate of 999 ml/h, and no issues or anomalies were observed during the infusion. The device was operating as intended. The external inspection found the pump module to have the male (right) iui connector was observed to have thermal damage from pin #12 through pin #14. Dried housing plastic was observed on pin #13 and pin #14, and dried fluid residue was observed on pin # 12 and pin # 15. White residue deposits were noted from pin #2 through pin #10. The internal inspection identified the bezel material as valox and carried a date code of june 2025 (06/2025), indicating that the part is approximately eight (8) months old. All inspected parts were manufactured by bd. No inspection could be performed on the concomitant pcu as it was not returned for investigation. The event and error logs were retrieved from the received device to ascertain programming details associated with the alleged incident. A log review was performed with the limited information contained in the pump module event log. The error log does not show any malfunction, error or information related to the reported incident. The facility reported the event occurring on 12feb2026. During the review of the event log, no infusions or key presses were observed on the reported date of the incident. The last recorded infusion on the device occurred on 27jan2025. On 27jan2025 at 10:10 am, the pump module was attached to the concomitant pcu (s/n: (B)(6)). At 10:11 am, the pump module was programmed manually with a basic infusion at a rate of 999 ml/h and a volume to be infused (vtbi) of 985 ml, the infusion lasted forty-seven (47) minutes. From 10:57 am to 10:58 am the pump module alarmed patient side occlusion, then the channel off key was pressed and the infusion was finished. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 the bd alaris¿ system with guardrails¿ suite mx user manual v12.1 (dir: 10000309292) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell, system error message. There was no patient involvement.